Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
It was reported that a skin reaction occurred. The wearable was inserted into the arm on (B)(6)2025. Prior to sensor insertion the area was prepped with alcohol. On (B)(6)2025, the parent reported that the pediatric patient developed inflammation, infection, and itching sensation extending beyond the patch perimeter. On (B)(6)2025, the patient consulted a health care provider who prescribed an oral antibiotic medication (cephalexin/keflex, unspecified dosage). At the time of report the reaction site had already completely healed. No product or data was provided for investigation. Problem could not be confirmed and probable cause cannot be determined. No additional patient or event information is available.